Event description:
(B)(4). The device was provided by my insurer. I began to have severe menstrual cramps that prevented me from doing much of my daily activities. My menstrual flow was extremely heavy and would stop shortly after I started and then pick back up again three days later. I was been diagnosed with uterine polyps.